Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Multiple unsuccessful attempts were made to obtain the device for evaluation. Retained device was evaluated and found to be within specification.

Event description:
While using a comfit super sensitive ear loop white mask, a customer had a reaction, her upper lip was red. The event outcome is unknown as of this MDR evaluation.